Manufacturer narrative:
The device was not available for return as it wasn't kept. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx23mm was explanted from the aortic position after an implant duration of three (3) years and seven (7) months due to calcific degeneration leading to high gradients (60mmhg) and valve area of 0.7 cm2. This case involved a 65 years old patient. No pannus, no thrombus, no vegetation was observed. Culture of the valve resulted negative. A 21mm non edwards mechanical valve was implanted in replacement.

Manufacturer narrative:
H10 additional manufacturer narrative. Updated: g1 (contact office), g3, h6 (type of investigation, investigation findings and investigation conclusions). Added information: d4 (expiration date) and h4 (device manufacturer date) . The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. A picture was provided. Per image evaluation, customer report of calcification, high gradients and stenosis (valve area of 0.7 cm2) was not able to be confirmed through image evaluation. X-ray evaluation needed to determine calcification. One (1) color picture of the outflow aspect of an explanted valve was provided. Deposits were visible on two of the leaflets near the coaptation zone; however the nature and effect on leaflet mobility of these deposits could not be determined through image evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes.